Event description:
The customer reported that after pipetting a plate (assay unknown) on summit the tech observed no sample or diluent was pipetted into any of the wells in row d. No error was generated. No death or serious injury was associated with this incident.